Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation -uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy -rash/skin condition"), psychological trauma ("psych injury related to essure"), urinary tract disorder ("bladder/urinary problems -urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms- fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headache"), nausea ("nausea"), nervous system disorder ("neuro condit/ problems"), seizure ("seizures"), visual impairment ("vision problems") and adenomyosis ("adenomyosis") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy. (Partial)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, psychological trauma, urinary tract disorder, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, seizure, visual impairment, weight increased and adenomyosis had resolved. The reporter considered abdominal pain, adenomyosis, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, seizure, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for allergy, psych injury, perforation -uterus, bladder/urinary problems -urinary problems .,vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss, dental problems., hormonal changes, headaches nausea, neuro condit/ problems ,seizures, vision problems, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), allergy -rash/skin condition, psych injury, perforation -uterus, bladder/urinary problems -urinary problems .,vaginal infection, vaginal discharge, other injuries/symptoms- fatigue, gi conditions, hair loss, dental problems., hormonal changes, headaches, nausea, neurological condit/ problems, seizures, vision problems, weight gain, adenomyosis, essure confirmation test(s) conducted, specify: no were added. Plaintiffs information and outcome for events added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation -uterus') in an adult female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". Concomitant products included alprazolam (xanax), ketorolac tromethamine (toradol), levonorgestrel (mirena) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy -rash/skin condition"), psychological trauma ("psych injury related to essure"), urinary tract disorder ("bladder/urinary problems -urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms- fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headache"), nausea ("nausea"), nervous system disorder ("neuro condit/ problems"), seizure ("seizures"), visual impairment ("vision problems") and adenomyosis ("adenomyosis") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy. (Partial)). Essure was removed on 9-may-2019. At the time of the report, the uterine perforation, psychological trauma, urinary tract disorder, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, seizure, visual impairment, weight increased and adenomyosis had resolved. The reporter considered abdominal pain, adenomyosis, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, seizure, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for allergy, psych injury, perforation -uterus,bladder/urinary problems -urinary problems .,vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss, dental problems., hormonal changes, headaches nausea, neuro condit/ problems ,seizures, vision problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: plaintiff fact sheet received. Reporter information updated. Product information details updated. Lab data updated. Lot number newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation -uterus') in an adult female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". Concomitant products included alprazolam (xanax), ketorolac tromethamine (toradol), levonorgestrel (mirena) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy -rash/skin condition"), psychological trauma ("psych injury related to essure"), urinary tract disorder ("bladder/urinary problems -urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms- fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headache"), nausea ("nausea"), nervous system disorder ("neuro condit/ problems"), seizure ("seizures"), visual impairment ("vision problems") and adenomyosis ("adenomyosis") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy. (Partial)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, psychological trauma, urinary tract disorder, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, seizure, visual impairment, weight increased and adenomyosis had resolved. The reporter considered abdominal pain, adenomyosis, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, seizure, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for allergy, psych injury, perforation -uterus,bladder/urinary problems -urinary problems .,vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss, dental problems., hormonal changes, headaches nausea, neuro condit/ problems ,seizures, vision problems, weight gain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Lot number:b02264 manufacturing date:2013/02 expiration date:2016/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.